Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. According to the patient, on (B)(6) 2025, the patient experienced redness, inflammation, swelling, and a golf ball-sized abscess infection at the needle puncture site. The patient consulted a physician who prescribed an unspecified generic brand oral antibiotic medication. No diagnostic testing or labs were performed to diagnose the infection. At the time of the report, no photo was provided, and the symptoms had already subsided, and he was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.